Event description:
Event description cpi received information that this transvenous defibrillation lead (0064) was removed from service due to the patient experiencing 'spurious shocks, when the patient sits up'. The lead was replaced with a downsize plus defibrillation lead (dsp).